Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a pump failed the flow rate accuracy during preventive maintenance testing. The said rate was 200ml/hr, volume to be infused was to be 80ml and customer reported that only 73ml was delivered. No further information was obtained.